Event description:
At the time of surgery and prior to implantation, a collagen peel off was observed. Graft was not implanted and was returned to manufacturer.

Manufacturer narrative:
Evaluation summary: the non implanted graft was returned to the manufacturer. The sample appeared to have been handled at the institution since both ends of the graft were blood contaminated. No anomaly was observed on the external side of the graft. Visual examination confirmed the collagen peel off on the inside of the graft, at both extremities of the sample. A product coated on the same day the complaint device was evaluated. The visual examination evidenced no product anomaly and no poor collagen adherence. The graft was handled with precaution and both ends were carefully examined: no damage or collagen peel off was observed. The inside of the graft was also inspected and no collagen peel off was observed. In addition, three products from the stock of finished goods and from the same lot number of the complaint device were inspected. No collagen peel off was observed. A review of the device history records of the complaint device indicated that the graft was processed and inspected according to procedures. Specifically, the collagen coating records evidenced no anomaly. In addition, the water permeability testing performed on a graft coated the same day the complaint device indicated a value well within product specifications. Note that during this testing, also designed no assess the collagen adherence, no poor collagen adherence was noticed. No conclusion can be drawn. However, investigation would tend to indicate that the device was not defective. It is thus believed that only an inappropriate handling of the graft could have produced a collagen peel off. Note that the product IFU, clearly indicates that care should be taken during graft handling to avoid damaging collagen coating.